Event description:
I started wheezing soon after the date that I was given and started using the dreamstation. I had been using a res-med that was over 5 years-old by then. One month after I began using the philips CPAP, and my breathing problems worsened, I told my primary care physician. She prescribed 3 medications and referred me to a pulmonologist. After tests that included a pulmonary function test, I was diagnosed with asthma and still take the prescriptions I was given for breathing problems I had at the start of using the philips dreamstation in (B)(6) 2021. These prescriptions cost over (B)(6)/mo. This cost doesn't include the cost of the medicare part d insurance and deductible I also have to pay for. All this added cost and I am on a fixed income of social security and some savings. When philips made the recall of my CPAP machine public in june 2021, I immediately registered it with them. My doctor told me to keep using the CPAP because I am diagnosed with severe sleep apnea. But I didn't want to keep using the dreamstation anymore. I had never had symptoms of any kind of breathing issues before and know that these symptoms began after I started using the new philips CPAP machine. So instead, I went back to using my old res-med. And I am still using it. It's about 8-years-old now, but insurance won't cover the cost of another CPAP machine until 5 years from march 2021, when I was prescribed the philips CPAP, even though that machine was recalled. This summer I was sent a repaired replacement philips dreamstation machine and asked to send my original one back, which I did immediately. But I don't and will not ever use the replacement machine. And after reading the FDA's statement today, november 17, 2022, why would I? I don't and will not ever trust the philips brand again. Knowing what philips has done regarding the dreamstation is nothing short of criminal. They should be prosecuted for negligence, hiding the truth and continuing to sell what they secretly knew was a faulty machine, to people, who in good faith, thought they were buying a machine that was going to help them. They should pay a high price for the deaths they've contributed to and the decision-makers who led and kept this machine on the market should be prosecuted as the murderers they are. People in my position should be given a new machine of the brand of their choice, instead of having to wait the 5 mandatory years to get something else. Why is the government continuing to pay for these killer machines? FDA safety report ID# (B)(4).